Manufacturer narrative:
After battery installation, the device displayed a beeping flashing white screen. There were signs of previous moisture presence and corrosion around the battery connectors, inside the battery compartment, and on the battery board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is firmly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turned on. Customer stated insulin pump was exposed to moisture. Customer stated the contact on the battery cap was neither missing nor damage nor information corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that display did not return after pump restart. Customer also stated that retainer ring on the reservoir compartment was missing however reservoir able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.